Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of foreign material; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation a foreign material was found on the iol. The foreign material was removed during initial procedure and surgery was completed without product replacement. Additional information was received stating physician does not suspect ophthalmic viscosurgical devices (ovd) for reported event.